Manufacturer narrative:
The returned device was evaluated and a tear was found in both the exposed portion and unexposed portion of the soft cannula. Fluid was seen exiting both tear locations. The internal leak led to fluid corrosion inside the device and depleted the top battery power. The downloaded data returned an 0x6a, but no issues were found the device that would cause the generated alarm. The cause of the alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18.  Blood glucose readings.  Chapter 4 / page 56. Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level rose to 366 mg/dl. As treatment, a new pod was applied and a correction of 1.75 units of insulin was administered. The patient's blood glucose and insulin history are as follows: (B)(6).